Event description:
Painful - vagina [vulvovaginal pain] painful - tampon [medical device site pain] tampon stuck to wall of vagina [foreign body in reproductive tract] when had to remove tampon...painful [complication of device removal] case narrative: consumer reported via social media that tampon was stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.